Manufacturer narrative:
The customer reported that there have been several instances of pump segment issues, and returned a photo of material 2426-0007, lot 24075372. The photo verifies the issue of separation at the tubing connection of lower fitment. Samples were also received; however they were representative, unused samples. The samples tested were unable to replicate the failure. Defective samples are more helpful for investigation purposes. The manufacturing site found the root cause for the pump segment separation to be related to incorrect assembly by production personnel. An accessory was issued 30oct2024 on the medica solvent dispenser to assist production personnel in guiding the tubing to insertion point. Device history record review for model 2426-0007 lot number 24075372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material# 2426-0007. Batch# 24075372. It was reported by customer that in the past week our unit has 8 primary IV pump tubing's fail. I have 5 of those sets sitting on my desk right now. They keep falling into two halves in one of two places. In the past week our unit has 8 primary IV pump tubing's fail. I have 5 of those sets sitting on my desk right now. They keep falling into two halves in one of two places.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 2426-0007, batch#: unknown. It was reported by customer that in the past week our unit has 8 primary IV pump tubing's fail. I have 5 of those sets sitting on my desk right now. They keep falling into two halves in one of two places. In the past week our unit has 8 primary IV pump tubing's fail. I have 5 of those sets sitting on my desk right now. They keep falling into two halves in one of two places.